Manufacturer narrative:
Associated medwatch-reports: 9610612-2020-00246 (400475769 fl652r). The instrument is not available for investigation. Only photos are available from the customer. Intra-operative medical intervention was necessary. X-ray. Without a product a investigation is not possible, therefore it is hardly to determine an exact conclusion and root cause. It could be, that the instruments were damaged by an improper handling.

Manufacturer narrative:
Results of the laboratory investigation: the hardness in the samples analyzed does not meet the specification. Conclusion and measures / preventive measures: based upon the investigation results, the root cause of the reported issue can be traced back to a manufacturing-related failure. Specifically, it is assumed that the visible damaged tips, deformations, scratches, grooves and the broken off parts were caused due to an insufficient hardness and overload situation during handling. Possibly harder material or another instrument, implant or similar was hit during use. Based upon the investigations results the produvtion side was informed about the deviation and requested to check the root cause. Shutdown measures have been initiated. Associated medwatch-reports: 9610612-2020-00246 (400475769 fl652r).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product fl654r lambotte osteotome str 15mm 240mm. It was reported that after two uses, the tips splintered intraoperatively. The tips were "lost", but the fragments were not detected visually nor with x-ray. Pictures of the sample were provided . Patient injury unknown. Additional information has been requested but not yet received as of this report. The malfunction is filed under aag reference (B)(4) . Associated medwatch-reports: nr 9610612-2020-00246 (B)(4).

Manufacturer narrative:
Investigation results: reference code: fl652r, device name: lambotte osteotome str 10mm 240mm, serial number: n/a, batch number: 4511039353, manufacturing date: 01.10.2019. Reference code: fl654r, device name: lambotte osteotome str 15mm 240mm, serial number: n/a, batch number: 4511044589, manufacturing date: 01.10.2019. Visual investigation: the investigation was carried out visually and microscopically. Here we found visible damaged tips and deformations. We also detected quirks and grooves. Additionally we made a visual inspection of the fracture surface. Here we discovered orange brown discolorations and unknown impurities but no anomalies. Furthermore the products were send to the laboratory management for further investigations. The report will be updated unsolicited. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.